Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports that the safety guard on a used needle came right up over the syringe and completely detached. It did not lock into place. The customer further reports that there was no injury due to this incident. The safety guard extended to cover the needle and kept going. No audible click was heard. It did not look like the safety guard broke, it just detached. There was no resistance and there was no bending of the needle either prior to or during use of the safety guard.